Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a worn dso and uso seal along with scratched lcd lens. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional was performed and the reported issue was duplicated. It was determined that the most probable cause was due to the pwa board. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed during use, at the end of therapy. Per the reporter, there were no patient adverse effects and therapy was continued with a new pump.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(6).